Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that his meter was prompting an "unknown" message. The medical affairs specialist spoke to the patient seven days later and obtained/verified the following information. The patient stated that he was unable to test for approximately one week due to the meter issue. He reported that he was feeling dizzy at the time of not testing. He went to the hospital five days later to have his blood glucose tested and the result was 450 mg/dl. He stated that he was not given any treatment at the hospital. The patient is currently taking glyburide twice a day and he continued to take that amount when unable to test. It was discovered while troubleshooting that the patient was pressing the "m" button to power the meter on, instead of inserting a test strip. The issue was resolved with training. A replacement meter has been sent.